Event description:
It was reported that the system was removed on (B)(6) 2018 due to a pocket infection. The patient was stable post-procedure with no residual effects.

Manufacturer narrative:
Analysis was normal. No anomalies were found.